Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that following an episode of respiratory failure experienced by a 76-year-old patient, the tracheostomy tube tightening ring was found to be broken 2-3 days after the initial insertion. This event exposed the patient to the risk of loss of airway control with a risk of death. This incident resulted in the early change of the tube.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Under visual inspection we noticed that blue locking lever is incorrectly assembled with flange body (it cannot lock). It was found that the complained issue could be duplicated. Due to fact that incident happened 2-3 days after the initial insertion it is the most probable that locking lever was unscrewed during use and then incorrectly assembled back. The root cause was identified to be in design of adjustable flange which allows to unscrew blue locking lever. The root cause was identified to be in design of adjustable flange which allows to unscrew blue locking lever.